Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior stabilization procedure, the surgeon was trying to insert an expedium polyaxial screw into the ileum. The distal tip of the expedium quick connect polyaxial screwdriver broke off from the instrument, causing it to disconnect from the screw. In order to remove the broken tip, the surgeon attached a 35mm pre bent rod and inner set screw into the polyaxial screw head, then used a vice grip holder with pliers to remove the screw with the broken tip. Another screwdriver was used to insert a new screw to complete the procedure. The difficulty resulted in a delay of five minutes. The patient is reported to be doing fine.

Manufacturer narrative:
Examination of the returned expedium quick connect si polyaxial screwdriver found a fractured tip. Results of scanning electron microscopy analysis show evidence of torsional shear plastic deformation indicating the failure started at the hexlobes. No material defects or other abnormalities were observed in this analysis. Review of the device history record for the production lot found no discrepancies. A 12 month complaint trend analysis for the product code was conducted and no systemic complaint trend was identified requiring further action. Complaint trends will continue to be monitored during monthly complaint review meetings and as part of post market surveillance activities. The root cause for the driver tip breaking cannot be positively identified. However, the fracture analysis shows evidence of torsional shear plastic deformation indicating the failure started at the hexlobes. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.